Manufacturer narrative:
(B)(6).

Event description:
It was reported that during periodic maintenance, the service engineer noted a misalignment in the touchscreen. There was no patient involvement. The service engineer attempted calibration, but it did not resolve the issue. The service engineer replaced the touchscreen, and the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The replaced touchscreen was returned for internal failure investigation. The ul_lr / ur_ll resistance measurements are out of specification. Verified customer complaint of touchscreen out of specification. Fault was found on this returned touchscreen.